Event description:
A nurse reports that that an intraocular lens (iol) was damaged in the cartridge of the iol delivery system. A broken haptic was noticed after insertion of the iol and the incision was enlarged to facilitate removal and replacement of the iol. Additional info has been requested.